Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra smart meter displayed the error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient called lfs from a pharmacy. He stated the reported meter stopped working a few days ago. He skipped a dose or stopped taking glipizide 10 mg as a result of the reported issue. The patient said he was feeling shaky and sweaty on the same day. A reading was not obtained on another device. The patient denied receiving medical intervention. The cca confirmed that the patient followed correct testing technique and the test strips were in good condition. The cca walked the patient through retesting. The error 5 issue was not resolved. The patient's products were immediately replaced via field exchange with the pharmacy. The complaint is reported because the patient alleges the meter was not working and later experienced symptoms that suggested hypoglycemia.